Event description:
It was reported that this patient was seen in the emergency room due to his implanted cardioverter defibrillator (ICD) device, beeping. Upon interrogation, rv lead measurements showed an increase in pacing impedance from 1000 ohms to 2,040 ohms and an increase in the pacing threshold values. A lead fracture was suspected. The lead remains implanted, and no adverse patient effects were reported. Additional information was received that this lead was capped/abandoned. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.